Event description:
About two months post-implantation, this pt presented with a bacterial infection, "behind-the-ear" and over the cochlear implant site. This infection is belived to have been secondary to about with otitis media. The pt's health care team opted to explant the device and reimplantation is scheduled in 2005.